Manufacturer narrative:
(Secondary intervention, additional stent implanted). Eval results: dissection.

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the distal rca, as treatment of the target lesion. Another endeavor sprint rx drug-eluting stent was implanted at the distal rca, as treatment of the target lesion. A dissection was noted, therefore, one endeavor sprint rx drug-eluting stent was implanted at the distal rca, overlapping, as treatment of a complication/dissection/bailout. It is reported that dissection occurred prior to stent implant.